Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 159 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as slurring words, memory loss, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer's gynaecologist put her on medication and they have been low for a week. The customer also had a high of 250 mg/dl. The insulin pump will not be returned for analysis.